Manufacturer narrative:
Method: the device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a f/u report will be submitted.

Event description:
It was reported during an ablation procedure, air was aspirated when attempting to withdraw blood from an agilis nxt introducer. A transseptal puncture was performed and a 7.5f navistar cool tip ablation catheter was inserted. Contrast was needed, so the catheter was removed and a leak was noted. A guidewire was inserted, the agilis sheath was removed and a new agilis sheath was used to complete the procedure with no consequences to the pt.